Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead reposition procedure occurring 1 day post implant, the physician had difficulty engaging the setscrew to release the lead and then the setscrew was not in the device when it was time to re-secure the lead. A new device was implanted and the lead remains in use. No patient complications have been reported as a result of this event.